Event description:
It was reported that experienced recurring incontinence and urethral erosion with a artificial urinary sphincter (aus) leading to the cuff being removed. Around 7 months later, the patient underwent a revision surgery in which a new cuff was implanted and connected to the existing pump and balloon. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU lists erosion and incontinence as potential adverse events associated with implant of this device. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that experienced recurring incontinence and urethral erosion with a artificial urinary sphincter (aus) leading to the cuff being removed. Around 7 months later, the patient underwent a revision surgery in which a new cuff was implanted and connected to the existing pump and balloon. There were no further patient complications.